Manufacturer narrative:
Additional information is provided in sections b.2, b.5 and h.11. Based on this information received following submission of the initial report, this event ¿intermittent poor cutting¿ does not meet criteria for reporting as a malfunction. No further reports will be scheduled under 2028159-2025-00369. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, confirming that the vitrectomy probe had poor cutting performance.

Event description:
A customer reported that an ophthalmic system vitrectomy stopped cutting. Details of procedure was not provided. No impact on patient was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).